Event description:
The customer observed false positive alinity I total bhcg result when processing on the alinity I processing module. On (B)(6) 2026, the patient (39-year-old female) sample ID (B)(6) generated alinity I total bhcg of 122.27 iu/l positive, but a retest using the same machine and sample <2.3 iu/l negative. No impact to patient management was reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting false positive alinity I total b-hcg results on the alinity I, serial number (B)(6). Through an extensive investigation, the fsr found crystals on the wash station probe and wash station. The module logs were also reviewed, and low vacuum points were observed. The fsr resolved the issue by cleaning and removing crystals from the parts and checking the vacuum connector. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07p51-77 that has a similar product distributed in the us, list number 7p51-21 / 31, with 510k/PMA/bla number k170317. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed false positive alinity I total bhcg result when processing on the alinity I processing module. On (B)(6) 2026, the patient (39-year-old female) sample ID (B)(6) generated alinity I total bhcg of 122.27 iu/l positive, but a retest using the same machine and sample <2.3 iu/l negative. No impact to patient management was reported.